Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 105 alarm occurred at the end of peritoneal dialysis therapy. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. The assignable cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.